Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 12-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving (lioresal 2000 mcg/ml at 300 mcg/day) via an implantable infusion pump. It was reported that the patient experienced withdrawal in the middle of january and volume discrepancies. The pump segment was believed to have been ¿kinked¿. Catheter surgery was performed today. The healthcare provider (hcp) removed the pump segment was partially explanted and approximately 2.5 cm of the spinal segment. The catheter was aspirated and primed normally. The customer refused to have the explant sent to medtronic for analysis.